Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. A visual examination of the lead revealed the helix was stretched and bent consistent with procedural damage. It was also noted to be clogged with blood and tissue. An x-ray examination of the lead revealed no anomalies or distortion of the inner coil that would have contributed to the helix issues reported in the field. The cause of the reported event was isolated to the damaged helix and the helix clogged with blood and tissue. The helix mechanism and extension length tests were unable to be performed due to the damaged helix.

Event description:
It was reported that the helix of the right ventricular (rv) lead extended spontaneously after it was inserted into the patient. Additionally, the helix was unable to be extended during fixation. The rv lead was removed and replaced to resolve the event. The patient was in stable condition. Tissue was observed on the helix, and it remained unable to extend.